Event description:
This lv lead was implanted on (B)(6) 2014 and remains implanted as of this time. A call was placed to technical services on 7/12/2017 stating that this lead may not be capturing . Lv lead last threshold check on (B)(6) 2017 shows the threshold at 3.1v@1.0ms, however device is programmed to 2.0v@1.0m. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).